Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating insulin fill estimate was inaccurate. There was no impact to customer's blood glucose level. Reportedly, customer loaded cold insulin and the pump was laying down during the fill cartridge and fill tubing steps.